Manufacturer narrative:
Product complaint #: (B)(4). H3 photo investigation summary: this is an analysis for a photo submitted to ethicon for evaluation. During the visual analysis, the following was observed: the photo shows an open foil labeled as j345 with lot number av2833. In the image the needle/suture is not visible. Based on the photo review, the event reported is not confirmed, however no conclusion or root cause could be determined. Hands on device analysis may provide the additional evidence necessary to confirm the root cause of the reported event. Because the device was not returned our evaluation is limited. We value the opportunity to fully analyze the device upon its return. As part of ethicon quality process all devices are manufactured, inspected, and released to approved specifications. We value your assistance in providing us an opportunity to evaluate the reported event as all information reported to our company is critical to our continuous improvement efforts. Additional information: was surgery delayed due to the reported event? Yes, if yes, number of minutes: 10, action taken when event occurred? Replace suture, was procedure successfully completed? Yes, were fragments generated? No, if yes, were they removed easily without additional intervention? --> unknown, patient status/ outcome / consequences no, was other medical intervention (e.g. X-rays, additional procedures, prescriptions, otc, revision) required: unknown, is the patient part of a clinical study: unknown, (B)(4) device property of: hospital, device in possession of: none. H6 component code: g07002 - device not returned. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. A manufacturing record evaluation was performed for the finished device lot, and no non-conformances were identified. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Additional information was requested, and the following was obtained via: were there any unexpected outcomes or complications as a result of the prolonged surgery time? No. Was there any change in the patient¿s post-operative care due to the prolonged procedure? No. Provide the source or name and title of external person providing answers to follow-up (external person submitting answers to sales rep).

Event description:
It was reported that a patient underwent a c-section procedure (B)(6) 2025 and suture was used. During the procedure, during cesarean section surgery, a thread needle was detached in the tissue suture. No adverse patient consequences were reported. Additional information was requested.